Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat mixed urinary incontinence, detrosor instability, fibroid uterus with menorrhagia, symptomatic rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy, lash, rectocele repair and cystoscopy performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, erosion, extrusion, infection, bleeding, urinary/ bowel/neuromuscular problems.